Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she saw the power on reset (por) on the recharger and the patient programmer (pp). The patient reported that it happened a couple days prior to the report. The patient reported that she had been having problems with her back hurting more. The patient reported that she didn¿t know if it was a warning por or informational por. The patient reported that she synced the pp with the ins and there was not a por anymore. The stimulation showed it was on. No further complications anticipated.